Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. In addition, it was reported that a minimum fill notification occurred after the user filled the cartridge with 150-200 units of insulin during the load sequence, and that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issues and insulin delivery was resumed. Custom. Customer changed the cartridge to resolve the issue. Customer¿s blood glucose was in the 60s mg/dl.